Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.

Manufacturer narrative:
(B)(4) . Additional suspect medical device components involved in the event: model #: sc-2138-50, serial #: (B)(4), description: scs 50cm iii lead.

Manufacturer narrative:
Additional information was received that the reason for revision was due to inadequate pain coverage since the patient's leads had migrated.